Event description:
The pt experienced increased pain. The catheter appeared to be disconnected from the pump. The medication being delivered via the pump was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.